Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® contact-activated lancets, the first lancet used did not give sufficient blood flow so a second lancet was used. The patient reported finger pain and staff noticed some skin on the lancet but did not observe any other abnormalities. Later on, the patient had a red and swollen finger. They found a piece of the lancet blade inside the incision. The patient removed the piece of the blade themselves. No medical intervention was necessary. No further impact was reported.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing, each used to puncture a test pad, and no issues were observed relating to insufficient blood flow or blade breaks off as all samples met specifications. A review of the device history record indicated a quality notification was raised for activation issues. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow or blade breaks off. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd microtainer® contact-activated lancets, the first lancet used did not give sufficient blood flow so a second lancet was used. The patient reported finger pain and staff noticed some skin on the lancet but did not observe any other abnormalities. Later on, the patient had a red and swollen finger. They found a piece of the lancet blade inside the incision. The patient removed the piece of the blade themselves. No medical intervention was necessary. No further impact was reported.